Event description:
It was reported that during deployment of a jugular ivc filter, allegedly, the white outer catheter separated from the blue deployment handle. The filter deployed within the sheath, so the physician took the device out and used another for a successful placement. When he took the first filter system out, he lost access and had to access the patient a second time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample has been returned and the investigation is currently underway.